Manufacturer narrative:
Concomitant medical products: evproplus-29us transcatheter valve, implanted: (B)(6)2021 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced lightheadedness, pauses and bradycardia below the implantable pulse generator (ipg) lower rate. The ipg remains in use. No further patient complications have been reported as a result of this event.